Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to upstream occlusion. Service evaluation verified the upstream occlusion. The cause was identified to be an ultrasonic sensor readings out of specification. Evaluation was unable to calibrate sensor, therefore the ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced upstream occlusion. No additional information is available.